Manufacturer narrative:
Fracture of the osteoporotic humeral shaft during mobilization of the arm in external rotation at the lower level of the initial plate after removal. Surgeon states event is definitely not related to device.

Event description:
Fracture of the osteoporotic humeral shaft during mobilization of the arm in external rotation at the lower level of the initial plate after removal. Surgeon states event is definitely not related to device. This event report was received through clinical data collection activities.